Event description:
As reported, approximately seven days post initial right tsa, the patient had revision due to glenosphere disassociation. The glenosphere was secured again and the liner was exchanged. The patient is fine; and likely a user error. There was no breakage of device or surgical delay/procedure. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation as the devices were disposed by the hospital.

Manufacturer narrative:
D10: (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-38-00 - equinoxe reverse 38mm humeral liner +0, (B)(6), 321-52-07 - 3.2mm drill bit sterile, (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip. The revision reported was likely the result of incomplete seating of the glenosphere locking screw at the time of implantation, which allowed the glenosphere to disassociate from the glenoid baseplate. However, this cannot be confirmed as the devices were not available for evaluation and images/radiographs were unable to be obtained. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.